Event description:
The customer reported receiving aspiration n error messages on a coulter lh 780 hematology analyzer while processing samples in automatic mode. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/02/2015. The field service engineer (fse) found a defective diluter 2 card, dil 2, connected to the blood detector (bd) sensors, causing the sensors not to detect the blood flow. The fse replaced the diluter 2 card, which fixed the problem. The repairs were verified per established service procedures. (B)(4).